Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted as of the present. A call placed to technical services on (B)(6) /2018 stating that this lead exhibited impedance issue from a stable low 500s it had jumped to 1400, a few smaller jumps then it reached greater than 2000. On (B)(6) 2018 lead safety switch and there was a myopotential post lead safety switch after. The patient also fell 3 times. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).